Manufacturer narrative:
The received sample consisted an explanted mesh patch. A visual evaluation noted. No peritoneal tissue attachments (adhesions) were observed on the eptfe surface. No bowel was observed on the anterior polypropylene surface. No pet ring protrusion was observed. Unilateral device buckling was observed, which may have exposed the anterior polyprolene mesh (in that area) to visceral contents. The recoil ring pocket was manually examined and what appeared to be the recoil ring weld was located inside the ring pocket adjacent to the unilateral buckling. The ring weld felt intact.

Event description:
It was reported that patient began experiencing abdominal pain with nausea and vomiting. She was seen at the emergency room and admitted for small bowel obstruction identified by CT scan. Her small bowel obstruction was resolved, but two days later a repeat CT scan revealed some inflammation of the subcutaneous periumbilical tissues with small amounts of air but no drainable abscess. Surgeon suspects an infected mesh and will schedule surgery for explant of mesh in 2009. Additional information received: in 2006 - the patient underwent repair of an abdominal wall hernia and mesh implant. In 2009 - patient required hospitalization for a small bowel obstruction with mesh involvement. Patient underwent mesh explant procedure. During the explant, adhesions were noted along the left inferomedial edge of the mesh to a loop of the small bowel and there was in this area what appeared to be a fracture of the ring in the mesh.